Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the green button could not be pressed, the handle could not be squeezed and the stapler did not fire. It was also noted that the reload did not connect with the stapler.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the green button could not be pressed, the handle could not be squeezed and the stapler did not fire. It was also noted that the reload did not connect with the stapler. They opened 2 new reload to continue. There was no patient injury.